Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address fractured +2-2 offset bolt and femoral adaptor. She has a tc3 rp with sleeves and stems and a mbt rev tibia with sleeves. The patient was in her yard raking and picking up leaves and felt something give in her left tka.surgeon removed the broken bolt, the tc3 rp sz3 x 10mm poly, and a 5 degree femoral adaptor. Surgeon worked for about 40 minutes trying to remove the broken femoral adaptor. The femoral sleeve and femoral stem was left implanted and a new bolt, adaptor, and femur was implanted. It was stated that the surgeon was disappointed the locking bolt had broken and was concerned. It was also stated that there was femur loosening with unknown interface. (B)(6) 2011; (B)(6) 2017; left knee.